Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that customer received wet prep tray with foreign matter. Verbatim" ¿ I received a bd wet prep preoperative skin prep tray from same day surgery while getting ready to prep for a gyn case for dr. (B)(6) today, the nurse noticed a hair in the betadine prep tray, ref# (B)(4), lot# 004197449, exp.date: 2023-05-31.

Manufacturer narrative:
A sample was provided for evaluation. Visual inspection was performed and found a hair inside of the tray on the gloves (p/n 76-89). As a result, bd was able to verify the reported issue. P/n 76-89 is a component provided by an external supplier. A quality notification has been created and sent to the supplier. The device history record of the p/n 4468 with lot number 0004197449 was reviewed in order to detect any issue related with the defect reported by the customer during its manufacturing. The complete lot was manufactured on 25oct 2021 per our internal procedures and no issues were found. No further actions are required. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported that customer received wet prep tray with foreign matter. Verbatim" ¿ I received a bd wet prep preoperative skin prep tray from same day surgery while getting ready to prep for a gyn case for dr. (B)(6) today, the nurse noticed a hair in the betadine prep tray, ref# 4468, lot# 004197449, exp.date: 2023-05-31.